Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). A direct correlation between the reported gi bleeding and the heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. A direct correlation between the reported cardiac arrhythmia and the heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The heartmate 3 left ventricular assist system IFU lists bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of a bleed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted for gastrointestinal (gi) bleeding on (B)(6) 2019. Gi was consulted. Patient had a hemoglobin level of 6.8 and was subsequently transfused with one unit of packed red blood cells (prbcs). Treatment was reported as blood transfusion and hospitalization. The event was reported as resolved on (B)(6) 2019. No additional information was provided.